Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 1992, tonsillectomy in 1969, adenoidectomy in 1969, carpal tunnel syndrome and umbilical hernia. Concurrent conditions included asthma, endometrial hyperplasia, endometrial cancer, breast nodule, umbilical hernia repair, uterine leiomyoma, chronic cervicitis, leiomyoma, (B)(6) and seizure. Concomitant products included amoxicillin; clavulanic acid (augmentin), bromhexine hydrochloride (bioxine), ciprofloxacin (cipro), colforsin (forskolin), famciclovir (famvir), fentanyl, guaifenesin (mucinex), ibuprofen, lidocaine, meclozine hydrochloride (meclizine hcl), nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008 and vitis vinifera (grape seed). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding( menorrhagia)"), depression ("psychological or psychiatric condition: depression") and anxiety ("psychological or psychiatric condition:mental anguish"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage and menorrhagia had resolved and the depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- there were 4 trailing coils noted. Discrepancy in insertion dates (B)(6) 2008 and (B)(6) 2008. Essure confirmation test per mr clinical data: the patient is status post essure procedure done only on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2008: total bilateral occlusion. The left essure procedure stent is occluding the left fallopian tube. The right fallopian tube is non -visualized, possible. Occlusion or scarring at the right cornual junction the uterus is deviated towards the right side and is of normal. Ultrasound pelvis on (B)(6) 2009: fibroid uterus. Ultrasound scan vagina on (B)(6) 2009: leiomyomatous uterus. Concerning the injuries reported in this case, the following one was described in patient medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2019: pfs & mr was received. New added events abnormal bleeding(vaginal), abnormal bleeding (menorrhagia), depression and mental anguish were added. New reporters were added. Patient demographic details were added. Concomitant and historical conditions were added. Concomitant drugs were added. Event onset dates were added. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 1992, tonsillectomy in 1969, adenoidectomy in 1969, carpal tunnel syndrome and umbilical hernia. Concurrent conditions included asthma, endometrial hyperplasia, endometrial cancer, breast nodule, umbilical hernia repair, uterine leiomyoma, chronic cervicitis, leiomyoma nos, herpes simplex type I and seizure. Concomitant products included amoxicillin;clavulanic acid (augmentin), bromhexine hydrochloride (bioxine), ciprofloxacin (cipro), colforsin (forskolin), famciclovir (famvir), fentanyl, guaifenesin (mucinex), ibuprofen, lidocaine, meclozine hydrochloride (meclizine hcl), nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008 and vitis vinifera (grape seed). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding( menorrhagia)"), depression ("psychological or psychiatric condition: depression") and anxiety ("psychological or psychiatric condition:mental anguish"). On an unknown date, the patient experienced abdominal pain ("pain - abdominal") and post procedural complication ("post procedural complication"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- there were 4 trailing coils noted. Discrepancy in insertion dates- (B)(6) 2008 and (B)(6) 2008 essure confirmation test per mr- clinical data: the patient is status post essure procedure done only on the left side patient received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. The left essure procedure stent is occluding the left fallopian tube. The right fallopian tube is non -visualized, possible. Occlusion or scarring at the right cornual junction the uterus is deviated towards the right side and is of normal. Ultrasound pelvis - on (B)(6) 2009: fibroid uterus. Ultrasound scan vagina - on (B)(6) 2009: leiomyomatous uterus. Concerning the injuries reported in this case, the following one was described in patient medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. On (B)(6) 2008, she implanted essure (previously reported as (B)(6) 2008). Outcome of events pelvic pain was updated as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 1992, tonsillectomy in 1969, adenoidectomy in 1969, carpal tunnel syndrome and umbilical hernia. Concurrent conditions included asthma, endometrial hyperplasia, endometrial cancer, breast nodule, umbilical hernia repair, uterine leiomyoma, chronic cervicitis, leiomyoma nos, herpes simplex type I and seizure. Concomitant products included amoxicillin;clavulanic acid (augmentin), bromhexine hydrochloride (bioxine), ciprofloxacin (cipro), colforsin (forskolin), famciclovir (famvir), fentanyl, guaifenesin (mucinex), ibuprofen, lidocaine, meclozine hydrochloride (meclizine hcl), nsaids since (B)(6) of 2008, paracetamol (acetaminophen) since (B)(6) of 2008 and vitis vinifera (grape seed). In (B)(6) of 2008, the patient had essure inserted. In (B)(6) of 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal), menorrhagia ("abnormal bleeding( menorrhagia), depression ("psychological or psychiatric condition: depression") and anxiety ("psychological or psychiatric condition:mental anguish"). On an unknown date, the patient experienced abdominal pain ("pain - abdominal") and post procedural complication ("post procedural complication"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- there were 4 trailing coils noted. Discrepancy in insertion dates- (B)(6) of 2008 and (B)(6) 2008. Essure confirmation test per mr- clinical data: the patient is status post essure procedure done only on the left side patient received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. The left essure procedure stent is occluding the left fallopian tube. The right fallopian tube is non -visualized, possible. Occlusion or scarring at the right cornual junction the uterus is deviated towards the right side and is of normal. Ultrasound pelvis - on (B)(6) 2009: fibroid uterus. Ultrasound scan vagina - on (B)(6) 2009: leiomyomatous uterus. Concerning the injuries reported in this case, the following one was described in patient medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs recieved. Event "post procedural complication" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 1992, tonsillectomy in 1969, adenoidectomy in 1969, carpal tunnel syndrome and umbilical hernia. Concurrent conditions included asthma, endometrial hyperplasia, endometrial cancer, breast nodule, umbilical hernia repair, uterine leiomyoma, chronic cervicitis, leiomyoma nos, herpes simplex type I and seizure. Concomitant products included amoxicillin;clavulanic acid (augmentin), bromhexine hydrochloride (bioxine), ciprofloxacin (cipro), colforsin (forskolin), famciclovir (famvir), fentanyl, guaifenesin (mucinex), ibuprofen, lidocaine, meclozine hydrochloride (meclizine hcl), nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008 and vitis vinifera (grape seed). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding( menorrhagia)"), depression ("psychological or psychiatric condition: depression") and anxiety ("psychological or psychiatric condition:mental anguish"). On an unknown date, the patient experienced abdominal pain ("pain - abdominal"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- there were 4 trailing coils noted. Discrepancy in insertion dates- (B)(6) 2008 and (B)(6) 2008 essure confirmation test per mr- clinical data: the patient is status post essure procedure done only on the left side patient received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. The left essure procedure stent is occluding the left fallopian tube. The right fallopian tube is non -visualized, possible. Occlusion or scarring at the right cornual junction the uterus is deviated towards the right side and is of normal. Ultrasound pelvis - on (B)(6) 2009: fibroid uterus. Ultrasound scan vagina - on (B)(6) 2009: leiomyomatous uterus. Concerning the injuries reported in this case, the following one was described in patient medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received : new event "pain - abdominal" were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.